Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
A device report from synthes (B)(6) provides information from a facility in (B)(6) regarding: blade jammed on the impactor during a procedure. The surgeon used an extraction screw for pfna2 to insert the implant. The surgery was delayed for 20 minutes, with no reported impact on the patient. The staff tried to remove the jammed blade from the impactor before they changed the instrument; spare implants and instruments were available. The event did not require additional medical treatment. It is reported that the patient is in good condition. This is report number 1 of 2 for (B)(4).